Event description:
It was reported that during the pre-use check, the customer noticed the cuff would not be inflated. No patient involvement. No additional information is available.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was not completed as no fault was found.